Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Additional information was received indicating that this was not an implant loss event and that no serious injury occurred. This event has been reassessed as not reportable. Please disregard this MDR.